Event description:
The hospital reported that at the end of her harvest, she completed the stab and grab and went to use the c-ring to remove vein from tunnel and found the c-ring broke in half in the middle of the c for 2-segment thigh harvest case for a CABG x3". During the stab-and-grab, the harvester had the c-ring retracted inside the cannula. After the vein was externalized and transected, she went to extend the c-ring to grasp the vein for removal and noticed that the c-ring was broken in half. She was able to remove the device and vein from the leg without complication. There was no procedural delay, additional incision, or conduit damage.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 02/10/2025. An investigation was conducted on 02/11/2025. A visual inspection was conducted. Signs of clinical use with the vein left on the device and heavy evidence of blood was observed. There were no visual defects observed on the intact cannula handle, hp2 tool, btt with the intact insufflation tubing. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula but had to be pulled out to be observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. It was determined that the break was a clean break running along the back rib of the c-ring with no missing pieces noted. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000446489 history record review was completed. There are no existing ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.